Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. Device manufacture date: unknown. Investigation: customer returned two (2) used 32g x 4mm bd pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The 2 returned pen needles were examined, then tested for flow using a test pen injector: the returned pen needles were not able to expel properly. A wire test was then performed on both samples: the wire passed through each cannula, however, there was a small, clear residue observed at the tip of the wire after being through each cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked."